Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative regarding a patient receiving intrathecal baclofen via an implantable pump. The dose and concentration were unknown. The indication for use was spinal cord injury/spinal cord disease. It was reported the patient experienced intrathecal baclofen withdrawal-type-symptoms (not specified) on an unknown date. It was unknown if the onset was sudden or gradual. They tried to access the pump on (B)(6) 2019 to check the volume and had difficulty accessing the pump. An image of the pump showed normal orientation. They were later able to access the pump that same day, and it appeared to be empty, even though it should have had approximately 27 ml. They suspected some sort of refill issue the last time the pump was filled in (B)(6) 2018. They planned to refill the pump and see if that resolved the patient's symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was clarified that the event was initially reported to the manufacturer representative by a healthcare professional (hcp). The event was clarified to be a procedure issue ¿ ¿they clearly did not fill the pump with enough drug¿. The cause of the difficulty accessing the pump was not determined; the pump was eventually accessed once it was determined the catheter access port (cap) was at 6 o'clock, and the template was positioned accordingly. Refilling the pump resolved the patient¿s symptoms. Information regarding the patient¿s weight was not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported the cause of the healthcare professional (hcp) clearly not filling the pump with enough drug at the (B)(6) 2018 refill in australia was not determined. It was unknown where the rest of the drug went or if a pocket fill occurred.